Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via ac power but failed to power on using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The unit passed all manual and preset simulation tests, no product performance issues identified related to spo2 and pulse rate. A secondary finding indicated the battery was unable to hold a sufficient charge and flex cable was crushed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported variation of spo2 saturation. No patient impact or consequences were reported.